Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indications for use were malignant pain and bone. The patient reported that in 2014 their pump moved quite a bit. The patient was also ¿rear ended¿ but it didn¿t injure her pump. The patient further stated that a few weeks later she had surgery to have her pump placed higher up. No further complications were reported.